Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion as reported by the field, a cerebase straight, distal guide catheter distal access (gs9090sd, 31168611) was prepared and inserted as normal and placed in the left anterior cingulate cortex (acc) using a sidewinder catheter. The microwire and balloon could be advanced normally. However, the stent (casper) did not. There was resistance at about the level of the aortic arch and with a little more thrust on the stent, the sheath slowly slipped back into the aortic arch. When we tried to make a new roadmap, we noticed that the contrast medium was exiting the sheath from the side. We then changed to a different cerebase. After removing it, we could see that the first one had torn between two segments. There were no procedural delays due to the event. The procedure was successfully completed. No patient injury was reported. On 01-feb-2024 a case discussion took place between the research and development team (r&d) and the physician involved in the case. Case was a stenting of the left carotid artery bifurcation. Physician accessed the left common carotid using a 6f cordis simmons 125cm catheter inside the 90 cm cerebase (cb). The physician did not specifically remember, but stated the cb was probably used directly through the femoral artery puncture site, as that is his standard approach with cb. The tortuosity of the aortic arch was normal, nothing unusual to note. The tip of the cb was advanced without problem to a location approximately 3 cm below the carotid bifurcation. An angioplasty balloon (unknown MFR) and a .014¿ guidewire (unknown MFR) were advanced through the stenosis and pre-dilation was achieved without issue. The balloon was exchanged for a microvention casper carotid stent and the physician experienced resistance advancing at the level of the aortic arch. The physician applied substantial pushing force without advancing the stent and decided to remove the stent. The physician did a contrast injection and did not see dye coming from the tip of the cb, indicating it was leaking through the wall of the catheter. Upon removal of the catheter the physician observed 2 segment ¿disconnects¿. The case was finished with another cb without issue. Two photos were attached to the complaint file. These show the plastic outer layer of the cerebase separated at two points; the separations occurred at the junction of the pebax segments l7 and l8, and at the junction of the proximal vestamid and segment l10. The catheter shaft is still connected by the internal braid. No further damages could be noted. A manufacturing record evaluation was performed for the finished device 31168611 number, and no non-conformances related to the malfunction were identified. The catheter was received with 3 apparent joint fractures: between the pebax 72d segment l10 and the main vestamid shaft, between pebax segments l8 and l9, and between pebax segments l7 and l8. The braid was delaminated and stretched between l7 and l8. There was an unseparated crack between l5 and l6. The other joints in the distal region of the catheter were intact, without obvious separations. There was also a kink of the vestamid shaft about 13 cm distal to the ID band. The kink did not have evidence of cracking. The fractured joint at l10-vestamid shaft exhibits evidence of wires being ripped from polymer topcoat , indicating some degree of melting, and embedding of wires into polymer and adhesion of the ptfe liner. In contrast, the fractured joint at l7-l8 exhibits little evidence of braid wire incorporation into the polymer wall. The fact that the braid wire pulled cleanly out without significantly shredding the polymer topcoat indicates a weaker bond than typical. All segments separated relatively cleanly from one another, indicating inadequate adhesion of the two segments at their interface/edge. - dimensional: od dimensions were taken at all segments and interfaces, as well as 3 points along the proximal shaft. All dimensions met the drawing specs of 0.106 inches ¿ 0.110 inches distally (tip ¿ l9) and 0.107 inches ¿ 0.111 inches (l10 and proximal shaft). The radiopaque marker band was received in an ovalized condition, most likely due to handling prior to shipment. -conclusion: based on the images of the unit, the catheter did not receive sufficient heat to form an adequate bond of the segments to each other nor to the underlying ptfe. This issue is being addressed through cerenvous quality system. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, d9, g3, g6, h2, h3, h7, h9, and h10. Section b5: on 01-feb-2024 a case discussion took place between the research and development team (r&d) and the physician involved in the case. Case was a stenting of the left carotid artery bifurcation. Physician accessed the left common carotid using a 6f cordis simmons 125cm catheter inside the 90 cm cerebase (cb). The physician did not specifically remember, but stated the cb was probably used directly through the femoral artery puncture site, as that is his standard approach with cb. The tortuosity of the aortic arch was normal, nothing unusual to note. The tip of the cb was advanced without problem to a location approximately 3 cm below the carotid bifurcation. An angioplasty balloon (unknown MFR) and a .014¿ guidewire (unknown MFR) were advanced through the stenosis and pre-dilation was achieved without issue. The balloon was exchanged for a microvention casper carotid stent and the physician experienced resistance advancing at the level of the aortic arch. The physician applied substantial pushing force without advancing the stent and decided to remove the stent. The physician did a contrast injection and did not see dye coming from the tip of the cb, indicating it was leaking through the wall of the catheter. Upon removal of the catheter the physician observed 2 segment ¿disconnects¿. The case was finished with another cb without issue. Section h9: FDA correction/ removal reporting no. 3007628272-02/02/2024-001-r. Two photos were attached to the complaint file. These show the plastic outer layer of the cerebase separated at two points; the separations occurred at the junction of the pebax segments l7 and l8, and at the junction of the proximal vestamid and segment l10. The catheter shaft is still connected by the internal braid. No further damages could be noted. A manufacturing record evaluation was performed for the finished device 31168611 number, and no non-conformances related to the malfunction were identified. This issue is being addressed through cerenvous quality system. The issue regarding a catheter being torn into two segments was confirmed based on the shaft separation observed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, a cerebase straight, distal guide catheter distal access (gs9090sd, 31168611) was prepared and inserted as normal and placed in the left anterior cingulate cortex (acc) using a sidewinder catheter. The microwire and balloon could be advanced normally. However, the stent (casper) did not. There was resistance at about the level of the aortic arch and with a little more thrust on the stent, the sheath slowly slipped back into the aortic arch. When we tried to make a new roadmap, we noticed that the contrast medium was exiting the sheath from the side. We then changed to a different cerebase. After removing it, we could see that the first one had torn between two segments. There were no procedural delays due to the event. The procedure was successfully completed. No patient injury was reported.